Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). The patient indicated the pump felt rock hard, but he was unsure if his fingers were not strong enough to fully activate the device. The patient noted he was not adequately trained to use the ipp and felt the pump location made it difficult to operate. No additional information was reported.